Manufacturer narrative:
The subject device was returned to olympus for evaluation. The fiber demonstrated significant damage. The distal tip appeared to have been broken. There were two separate kinks in the main body of the fiber and the fiber was completely broken off from the connector end. The proximal handle was missing the proximal cap but otherwise undamaged. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic stone removal procedure, after the fiber was plugged in an unspecified error message came up and the fiber did not work. The procedure was completed with another similar device. There was no patient injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the broken fiber occurred due to mishandling of the fiber during the return transit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.